Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to an unknown lot number for breaks off during use pe & bent needle. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, breaks off during use, bent needle) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for breaks off during use pe & bent needle. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle cannula broke off inside the patient. This occurred on 2 occasions during use. The following information was provided by the initial reporter: patient who continues to be treated with the drug genotropin 36 iu 12 mg, does not report the start date of treatment. It does not report diagnosis, does not remember the date of diagnosis, does not report clinical history or concomitant medications. Mother of the patient, indicates that the patient continues to be treated with the medication; he refers that two months ago in the month of (B)(6) 2020 (he does not confirm the exact date) the box of the requested needles was defective when he applied the medicine, in the part of the navel three fingers on the right side the needle remained inside the body and the needle could not be removed, an x-ray was taken informs him that part of the needle is in the navel, the doctor indicates that it is invasive to the body, it is serious because the needle may move inside the body without know where you are next (does not report dates of what happened and it was not possible to remove the needle part). He also refers that time later with the same box of needles (he does not confirm the date of what happened either) when the application was made on the leg, the needle also broke and a piece remained inside, with an epilator it could be extracted, it also reports that same box of crooked needles (he does not remember the date of the discovery) does not have a lot number, nor does it have an expiration date on the box of needles because the lady discarded them; she only communicated to request another box (as the reporter refers) does not provide more information for the report. The treating doctor does not know the information of what happened.